Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke in this patient include pre-existing comorbidities, and oral anticoagulation therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient was ready for discharge on (B)(6) 2015, from initial pump implant when the patient complained of a migraine headache and cva like symptoms of left side weakness. A CT scan was performed and revealed a 4 cm midline shift. Neuro surgery was consulted and at this time no planned intervention are schedules. It was stated that the anticoagulation was reversed and patient was stable presently. No additional information provided.